Event description:
Description from the customer: "air in cardioplegia circulation during cleaning mode performed by perfusionist. The unit showed flow errors. In diagnostic test, test nr: 16 flow valve failed." (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and the problem disappeared after the second try the next day and the diagnostic tests were ok. The technician assumes that the problem is caused by the bypass valves. The technician decided to dismount and clean these valves during maintenance. The unit was tested to factory specs. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.